Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage. Syringe flange not in place error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be the ear clip shaft being scratched and gouged causing it to stick. The condition of the ear clip appears to be from customer damage. Pump is over 8 years old. Actions were taken to mitigate the reported issue: replaced the ear clip.

Event description:
It was reported that the device was presenting with an alarm every time they inserted a syringe. No patient injury was reported.